Event description:
From event description submitted by distributor: otherwise unspecified brain stem surgery was performed in 2001 and dermabond topical skin adhesive was used for topical wound closure. No specifics are provided, but the content is suggestive that some type of post-operative infection occurred.